Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had insulin flow blocked alarm and hardware low level failure alarm. The customer¿s blood glucose level was 152 mg/dl at the time of the incident. Customer stated they had tried all the remedies. Customer was unable to clear the alarm. Customer stated insulin pump had battery failed alarm. Troubleshooting was performed. The insulin pump will not be returned for analysis.